Event description:
It was reported that after the patient had a procedure to implant a device on (B)(6) 2025, the incision never fully healed or closed. As the patient is diabetic, the doctor suggested giving the incision more time to heal. The incision became infected, but after the patient received antibiotics, the incision closed shortly thereafter. The patient was doing well, but they reached back out days later stating that the incision site had reopened on its own and the battery was visible as a result. The patient was brought into the clinic on (B)(6) 2025. The doctor explanted the device on (B)(6) 2025 for safety and infection control. The patient did not state any issues regarding the stimulator and symptom control since implantation.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that after the patient had a procedure to implant a device on (B)(6) 2025, and the incision never fully healed or closed. As the patient is diabetic, the doctor suggested giving the incision more time to heal. The incision became infected, but after the patient received antibiotics, the incision closed shortly thereafter. The patient was doing well, but they reached back out days later stating that the incision site had reopened on its own and the battery was visible as a result. The patient was brought into the clinic on (B)(6) 2025. The doctor explanted the device on (B)(6) 2025 for safety and infection control. The patient did not state any issues regarding the stimulator and symptom control since implantation.